Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A correction to g2, to include the foreign country is being made. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely poor communication occurred, due to the malfunction of the cable. And the image was no longer displayed. The cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported, black picture showed on the screen. The issue found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported customer issue was confirmed. Inspection found defective cable unit causing black picture, no image on the screen. Investigation is ongoing. This report will be supplemented accordingly following investigation.